Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the start of a routine hemodialysis treatment, the cycler lost power. Power was restored, but too much time elapsed triggering a power failure recovery caution to the operator to perform a manual rinseback. Partial rinseback was performed, but not completed because the operator ran out of saline, resulting in an estimated blood loss of 80cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator running out of saline before completion of rinseback. The user's guide provides adequate instructions in response to a power failure and performing rinseback including the minimum amount of saline required. The exact cause of the power failure is not known at the time of this report. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training. Nxstage medical considers this report closed. No additional info will be provided.